Event description:
Misprogrammed device--device implanted in 2003 with a factory set av delay of 110. The next day a guidant tech optimized the av delay to a setting of 60. Guidant uses a statistical database to arrive at a setting. During their phone call with guidant, the tech questioned the setting as potentially being too low. When they got off the phone, they told pt they had never had such a low setting and doubted it could be correct. They did not, however, relay their concerns to either pt's electrophysiologist or pt's cardiologist. Pt had no idea what the setting referred to and was unaware of the potential for harm. April to june pt suffered with heart failure so disabling as to disallow standing to shower and walking without a cane. Pt was advised by both the guidant rep and their electrophysiologist that pt's suffering was unquestionably the result of the misprogrammed setting. There is no doubt in pt's mind that had the guidant tech notified pt's electrophysiologist of their concerns about the av delay setting, it could have been addressed and corrected immediately. Two mos later the setting was re-optimized by echocardiogram to the correct setting of 140. Pt continues to feel tired and certainly did not revert to the level of health enjoyed prior to implant. Nights found pt on the sofa curled in the fetal position because pt felt very ill, knew something was quite wrong, but had no way of identifying the problems or resolving them. Pt was later to learn the device had a defective circuit board. Premature battery depletion: three mos later pt noted a consistent set of beeps occurring at a regular interval. Entering the ER the following day, drs noted the battery depleted to the point of requiring replacement. Two days later the device was explanted and a new one implanted. The defective device was returned to guidant for evaluation. Deffective circuit board: pt's electrophysiologist advised pt that guidant notified him that examination of the explanted device revealed defects in the circuit board.